Event description:
The pt was overfilled during a ccpd treatment. The cycler was giving an alarm (type unknown) during dwell 1. The pt woke up and complained that their stomach hurts. Family member felt their abdomen and it was distended. Family member called the nurse and was advised to take the pt to the hosp where they were drained. The effluent was not measured but was estimated to be around 1700 ml. The pt's prescribed fill volume was 600 ml.